Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers had failed and were unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure code showed row board errors for main drawer 5.1 and 5.2. A field service engineer reseated the row board cables at the drawer board, and both ends of the retractor bands for both drawers. Then, the field service engineer tested all pockets, removed the debris and tested battery to resolve the issues. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: (B)(6).